Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal was selected for use in the common femoral artery. Hemostasis was achieved. Twelve hours later, the pt developed a large hematoma and pseudoaneurysm which was compressible. The pt lost approximately 3 units of blood and blood was given. The pt stayed one extra day and night in the hospital and was discharged two days later. The pt was a female. The pt was given heparin, plavix, and coumadin, doses unknown. The physician was in the training process for the angio-seal evolution with the st jude medical sales representative present. No additional information is available.